Manufacturer narrative:
A field service engineer (fse) was dispatched who verified wash probe position and wash dispense using the "exec 2" diagnostic. Verified tip alignment in diluent well. Checked incubator, it was clean. Cleaned sample probe and cup pickup assembly. Replaced the wash probe assembly. Daily check passed, qc run and in range. Ran 10 replicates of level 3 qc as patients, cv was 1.670. No further action required by the fse. A complaint history review for serial (B)(4) was conducted from 01-apr-2015 through 31-may-2016 for similar complaints. . There were (1) complaints reported during this time period which were similar to the present issue. The probable cause of the event was wash probe issue. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016 a customer reported ctnl imprecision with their aia-600ii. The ctnl gave a critical high result on patient samples, then upon rerun customer stated that qc is fine, but seems unsure. The customer also clean wash probe weekly. On 12-may-2016 a field service engineer (fse) was dispatched to address of the reported event, which resulted in delay in reporting of patient results for ctnl. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.